Event description:
This lv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on 07/26/2018 stating that an automatic safety switch on this lead greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6), oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).